Manufacturer narrative:
This report is for an unk - screws: locking / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on september 05, 2019, the patient underwent removal of hardware from proximal tibia due to infection. Originally, the patient had implantation in 2013. All hardware removed intact simultaneously with incision and drainage (I&d). It was reported that fractured was healed. The procedure was completed successfully with no surgical delay reported. (B)(4).